Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm on her insulin pump while attempting to deliver a bolus. The customer also said she received a no delivery alarm. Her blood glucose was 330 mg/dl. The customer was advised to discontinue use and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.